Event description:
The interventional pulmonary (ip) md performed flexible bronchoscopy with endobronchial ultrasound guided tissue needle aspiration/biopsy on [redacted date] with 19 gauge olympus needle and procedure was uneventful. The patient had CT chest on [redacted date] as a routine checkup for her history of lung cancer and a small foreign body was noticed and patient was completely asymptomatic from that perspective the same ip md took patient back to the or on [redacted date] for foreign body retrieval and repeat endobronchial ultrasound guided tissue needle aspiration/biopsy for her hx of lung cancer. The foreign body was retrieved and was not causing any harm to the airway and her ebus tbna for lung node was performed. Manufacturer response for bronchoscope accessory, olympus (per site reporter) olympus local rep: olympus rep - contacted ip rn leader (B)(6). Complaint (B)(4).